Event description:
Additional information received that the wireless software update was performed clearing the elective replacement indicator (eri) message.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the external device displayed early replacement indicator. Troubleshooting is pending where the software will be updated. The device is providing therapy.